Event description:
It was reported that the cartridge exhibited an insulin leak.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. The patient was unable to provide a lot number for the cartridge, therefore animas was unable to complete testing of retained product samples. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.